Event description:
The complaint is reported as: "the user was unable to connect the aquapak bottle to the flowmeter, as the connecting part assembly could not be screwed. Therefore, a new unit was opened instead. No patient involvement reported.

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle, lot #18b215, was received for evaluation. The water bottle arrived empty with the humidifier adaptor attached. The snap cap of the humidifier adaptor appeared to be pushed down too far on the adaptor body. No other visual defects were observed. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. The complaint is confirmed as related to the assembly portion of the manufacturing process. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the user was unable to connect the aquapak bottle to the flowmeter, as the connecting part assembly could not be screwed. Therefore, a new unit was opened instead. No patient involvement reported.